Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had an insulin reaction while sleeping. Emt was called and the customer was given glucose and peanut butter sandwich to treat. Customer's blood glucose was unknown. Customer's blood glucose was 400 mg/dl the next day, and customer treated his high blood glucose with insulin injections. Customer already returned the device at time of incident.